Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's left ventricular (lv) lead was found to have exhibited loss of capture. X-ray imaging confirmed that the lv lead had dislodged. The lv lead was programmed off and the lv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.